Manufacturer narrative:
Received via medwatch report number (B)(4). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was infusing fentanyl on a patient for sedation (dose, programmed amount and delivery rate not provided). The pump appeared to be infusing properly, however when the volume to be infused (vtbi) alarm sounded to alert the registered nurse (rn) to replace the bottle of fentanyl, it was noted that the bottle was completely full. The patient was not receiving medication despite pump appearing to be infusing properly. The event took place in the critical care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.